Manufacturer narrative:
The device in question was returned for technical analysis. Upon arrival the clip was not on the cap. During the technical analysis, a functional test was carried out in which the clip was deployed without any problems. No deviation from product specification could be found. Clip application was not verified by the user before tissue resection. It is stated in the instruction of use that the white application ring must be remain visible and be observed. Only when the white application ring has moved fully forwards to the edge of the cap the clip has been applied. The risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of target tissue. Note: this report is a retrospective submission of complaints from the year 2023.

Event description:
It was reported that the colonic ftrd was used to treat an adenoma at the appendix. Due to a large amount of tissue mobilized into the cap, the white application ring was not visible. After turning the hand wheel, the tissue was resected without verifying successful clip application. The resulting perforation was closed with clips within the same procedure.